Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that when she primed on the last set change, she saw drops at the end of the tubing, but the insulin pump only showed 0.0 units being pushed through to fill the line and 0.5 units for fill cannula. The programming is correct. Reservoir is showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field. Customer was offered to run a displacement test; customer requested the insulin pump to be replaced. Customer stated she experienced low blood glucose for a few days. Current blood glucose value was 87 mg/dl; treated with food. Customer stated that the drive support cap appears normal. Customer was disconnected during the rewind/prime sequence. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.